Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the resmed manufacturing facility in (B)(4). A review of the device logs confirmed the device lost connection to the internal battery. The cause of the battery connection loss could not be determined through environmental tests. The fault could only be replicated by physically removing the battery while the device was in standby mode. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident. (B)(4).

Manufacturer narrative:
A preliminary evaluation of the event logs indicates the device had several alarms, prior to the ventilation stop, alerting the user/caregiver of the issue. The device was returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilation. There was no patient injury reported as a result of this incident.